Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo was provided and reviewed. The photo shows one maxcore biopsy device within in the package. Based on the photo review, the reported issue cannot be confirmed. Received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have blood residue on the distal tip on the needle and was received with both slides in the initial position. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to obtain sample issues as the device was able to prime, fire and obtain samples without any issues. A definitive root cause for the reported failure to fire and failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the device allegedly failed to fire. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.